Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2019 to explant the device due to damage incurred from an unrelated surgical procedure. The patient was reimplanted with a new device during the same surgery.